Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal and one endeavor sprint rx drug-eluting stent implanted to the left main. A dissection occurred during placement of stent in each lesion. Approximately 6.5 months post index procedure the patient was rehospitalized and CABG of the proximal circumflex was performed successfully. The investigator indicated that the reported event was unlikely related to the study device.

Event description:
Previously reported CABG which occurred 6.5 months post index procedure involved the cx, ramus intermedius seg, lad and 1st diagional.